Event description:
It was reported that the patient presented in clinic with complaints of fever. Upon investigation, the right ventricular leadless pacemaker (lp) was incorrectly implanted in the left ventricle due to an atrial septal defect. An attempt to retrieve the lp was performed. When crossing the atrial septal defect, a perforation resulting in effusion and tamponade occurred. The retrieval procedure was abandoned and pericardiocentesis was performed to resolve the event. The patient was in stable condition.